Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original renata battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.010. Did observe battery icon or booklet icon while strip was inserted. However, unit of measurement was selectable and was received a mmol/l. Log number 015, 0204, 0300, and 0800 errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.